Event description:
Information received from the field does not address the patient's clinical status but notes a lead impedance of >1990 ohms in both configurations. There was also loss of capture. The physician has elected to cap and replace the device.